Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient felt like he was twitching daily, like he was having withdrawals. It was noted he hadn¿t been on any oral medication for the past ¿1.75.¿ he noticed the twitching had been happening for a month. He thought it might be the pain pump, but it was taken out in 2008, but later mentioned he thought the implantable neurostimulator (ins) could be causing the twitching. It was noted a year and a half he went off pain medications because they made him so sick his nurse said it would take three to six months to get over withdrawal symptoms. ¿it¿s been over a year and here I am still getting withdrawal symptoms; not so much shaking and jerking, it was more of the sweats. The patient also reported that ¿funny things¿ were going on. The patient reported that maybe the implantable neurostimulator (ins) was goofing up and sending ¿unwanted sign/stimulation¿ signal and giving ¿jerks and twitches.¿ he had been off all of his pain medications for a year and a half and when he first came off of the pain medication he had withdrawal symptoms like shaking, jerking, twitching, and severe sweating. The healthcare provider (hcp) told him the withdrawal symptoms would last three to six months but at first said the hcp said it would be a year and a half. The patient wasn¿t having the sweating issues but was having jerks, shakes, and twitches. It was like when someone ¿dogs their fingers on a chalk board;¿ that what was he was getting. It was noted the patient had fell twice a year, and last time he fell was thanksgiving because his legs gave out on him and he had a nerve problem. He also reported he had cold feet all the time because of nerve damage, shivers, and ¿fingers on the chalk board.¿ on (B)(6), he woke up and his machine was already turned up to the setting. When the patient was asked if therapy was helping and providing relief he said yes and no because he was frustrated. It was reviewed with the patient how adaptivestim worked. The patient further reported that they were still having concerns with their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled for (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.